Event description:
There was a boston scientific resolution clip lodged somewhere in the scope, and after manual cleaning and mechanical reprocessing clip later was dislodged. Medivators advantage was used as the reprocessing machine.

Manufacturer narrative:
On (B)(6) 2012, (B)(6) hospital made pentax medical company aware that a boston scientific resolution clip became lodged somewhere inside the ed-3470tk (s/n: (B)(4)) scope during a procedure and after manual cleaning and mechanical reprocessing the clip was later dislodged. However, further investigation is required to determine how and where the clip became dislodged as well as the exact date of the event which occurred on or before (B)(6) 2012. The endoscope was returned to pentax for eval, however, the clip that was lodged inside the scope was not sent to pentax by the user facility. The pentax inspection report findings of the returned endoscope stated that ¿resistance in primary operation channel¿ of the scope was detected. Further eval by the pentax repair/service department determined that the resistance was due to kinks found in the operation channel of the scope. As of (B)(4) 2012, the operation channel has been replaced to meet it's original specifications and intended use. Due to the nature of the complaint, it is our view that a 5-year retrospective eval take place to review complaints with this failure mode. Eval of complaints from 2007 to (B)(4) 2012, have resulted in 8 different cases in which mechanical obstructions have become lodged inside the channel of the endoscope during a procedure and were not removed during the manual cleaning or mechanical reprocessing of the scope. The effectiveness of the reprocessing procedure may be compromised due to the obstructed flow of reprocessing solutions (detergent and high level disinfectant) in the channels. However, further investigation is required to determine the extent of the mechanical obstruction and the possibilities of how and where the obstruction can occur inside the scope and therefore, investigation is ongoing.